Event description:
It was reported that during patient, the device alarmed with communication errors. While transporting the patient from CT back to the patient's room, the four connected pump modules alarmed with communication errors. The pc unit displayed a boot page and alarmed while the power indicator flashed red. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: returned to manufacturer on, additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had a communication error was confirmed through the review of the pcu logs for this investigation, however; the system error was not replicated during the laboratory testing. ¿ review of the pcu error log showed error code: 800.8000.0 (pcu general failure) on 21 october 2024 was recorded on: ¿ 21 october 2024 between 7:16 pm and 7:20 pm ten (10) times. ¿ 21 october 2024 between 11:04 pm and 11:05 pm twenty (20) times. ¿ review of the pcu event log showed on 21 october 2024, between 7:16 pm and 7:20 pm the pcu was powered on two (2) times. ¿ at 7:20 pm, four (4) pump module were added (s/n:(B)(6)), was selected new patient and profile critical care, then the user selected channel a (pump module s/n:(B)(6)). ¿ between 11:04 pm and 11:05 pm the pcu was powered on two (2) times. ¿ on 22 october 2024 at 3:25 am the pcu was powered on, and four (4) pump module were added (s/n:(B)(6)), the user pressed same profile, and pressed battery runtime, then pressed key unit channel off, and the pcu was powered off at 3:27 am. ¿ testing performed observed the suspect pcu passing alaris system preventive maintenance test. ¿ internal inspection of the suspect devices did not identify any irregularities. ¿ bd alaris¿ system channel error tip sheet states when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. ¿ power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. ¿ bd released recalls (mms-20-3810, 3811, 3812, 3820) addressing loose battery screws and provided the following information with the release: ¿ customer letter 30jun2020. ¿ service bulletin 630. ¿ approved parts recommendation ¿ attachment b us. ¿ the above recalls provided additional information for the alaris system. ¿ bd alaris¿ pump module set loading and unloading guide. ¿ bd alaris¿ recall parts ordering information sheet_30jun2020. ¿ bd alaris¿ system channel disconnected quick reference. ¿ bd alaris¿ system cleaning audit. ¿ bd alaris¿ system cleaning checklist. ¿ bd alaris¿ system iui inspection quick reference. ¿ bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. ¿ the device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable root cause of the report that the device had communication error is attributed to the occurrence of system error code 800.8000 (software fault) the root cause for the system error code 800.8000 is suspected to be associated with an intermittent battery contact scenario.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during patient, the device alarmed with communication errors. While transporting the patient from CT back to the patient's room, the four connected pump modules alarmed with communication errors. The pc unit displayed a boot page and alarmed while the power indicator flashed red. There was patient involvement but no harm.